Event description:
During evaluation of a returned spectrum iq infusion pump, the device's top row third column key and the ok key does not work. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the top row third column key and the ok key does not work. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.